Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ligasure appeared to be working, and the burns were identified at the end of the case. There was a very superficial, small blister on the patient, dressed with ointment and dressing sponges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.